Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - spinal pain. It was reported that there was poor coupling. Caller stated that the patient tried to charge the neurostimulator (ins) over the weekend, but they were unable to get a good connection to the ins. Caller stated they were having trouble getting the recharger (insr) to charge, but during the call patient services (pss) performed troubleshooting with the insr and it was charging from the a/c source as intended with no issues. The insr was charging the 50% quartile at the time of call. Caller stated that the patient tried to use the insr belt to hold the antenna last night to charge the ins but the belt would not hold the antenna in place. So patient just holds the insr antenna in place manually. Pss offered adhesive discs for this issue. More troubleshooting occurred. Caller confirmed that 4 or 8 coupling bars were darkened. Then confirmed that they now have full coupling to resolve the issue. Reposition antenna resolved the issue. Patient reported event occurred during the weekend. No symptoms reported. No further complications were reported or anticipated.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no evidence to reasonably suggest that the device in this report may has malfunctioned and that the device or a similar device would be likely to cause or contribute to a death or serious injury if the malfunction were to recur. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.